Event description:
Product was shipped to territory as samples in march '05 and product expired in april '05. This was not caught until surgery had begun. Surgeon and staff waited (1) hour with patient under anesthesia while another implant was delivered.